Event description:
It was reported that bd angiocath plus 20ga x 1.16in had foreign substances found the following information was provided by the initial reporter: foreign substances found in a stylet end-tip.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed a mixture of red and black gel-like foreign matter loosely attached to the lumen of the cannula. There was no cannular tip damage observed. Fourier transform infrared spectroscopy (ftir) analysis was performed to determine the foreign matter type and it was found to match reasonably with a mixture of silicone and ground calcium carbonate. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The entire manufacturing process was reviewed, silicone is used at the tipping and assembly process. However, the silicone used is transparent in color which does not match the red and black color of the foreign matter. Based on the simulation at the cannula occlusion test station, the simulated foreign matter sample was able to be rejected by the occlusion test. So either the foreign matter was introduced within one station after the occlusion test and before cover loading, or it could be introduced by the user unintentionally. There is no ground calcium carbonate material used at the cannula, needle cover, tube cutter, isam sub-assembly, tipping and icam assembly machines, therefore it is unlikely that the foreign matter was introduced after the occlusion test station. The source in manufacturing could not be identified. Current controls include an outgoing and hourly in-process visual inspection during the assembly process to check for foreign matter. There is also a 4-hourly housekeeping in place to clean all the machine mechanisms in direct contact with products with alcohol (70% ipa).

Event description:
Foreign substances found in a stylet end-tip.